Event description:
It was reported that pump screen was broken and later remained black even though pump started when plugged in. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and distributor arranged replacement pump, but no additional information was received regarding the final outcome of the event.